Manufacturer narrative:
The tech found the brake steer caster wheel is worn out. Per the hill-rom service manual, the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tire for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. The technician replaced the brake steer caster wheel and adjusted the brake steer system to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the wheel on the brake steer caster will set but will not hold. No patient injury reported.